Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6). This issue was previously reported under MDR number (B)(4) under a different suspect device.

Event description:
The customer reported falsely decreased ldh results generated on the alinity c analyzer on two patients. Results provided: sid: (B)(6) = 1.428 (reported in the lis as < 8 u/l) / 1.434u/l, different alinity = 1445 u/l, sid: (B)(6) = 1.329 (reported in the lis as < 8 u/l), different alinity = 1281 / 1277 u/l. No impact to patient management was reported.

Manufacturer narrative:
The issue was resolved with the system configuration number format for the thousands and decimal separator that was edited from a comma to a period. The alnty ci-series sys cnt (list number 03r70-01), serial # (B)(6) was deemed the likely cause for the issue and the subject of this investigation. A review of tracking and trending did not identify any similar issues or trends related to the current issue. A review of the device history record was reviewed and did not identify any non-conformance or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.